Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device is pending evaluation: evaluation results findings (components/results): 1 device: spring / dust or dirt problem identified. 1 device: shock absorber / mechanical problem identified. 3 devices: hydraulic system / mechanical problem identified. 1 device: chassis/frame; rod/shaft / device migration. 1 device: rod/shaft / wear problem. 1 device: controller / device migration. 1 device: shock absorber / device migration. 1 device: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1- september 30, 2025. This report summarizes 10 malfunction event(s), where it was reported the device experienced unintended cot lowering or cot dropping to lowest position (no cot tip) or fowler unexpected drop/collapse. There were 2 events with patient involvement; 1 patient experienced a laceration and a skin tear, but no serious adverse consequence or clinically relevant delay in treatment was reported, and 1 it is unknown.

Event description:
This report now summarizes 9 malfunction event(s), instead of 10.

Manufacturer narrative:
1 device that was originally coded as evaluated was found that there was no issue with the device. 1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results) 1 device: chassis/frame/mechanical problem identified.